Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocess was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow up with the user facility, it was confirmed that: b3 was updated with the event date. The device issue "defective air supply and water supply" was detected after use. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive on the bending section cover had a chip and had a white clouded area due to physical and chemical handling. Also, the adhesive around the light guide lens had a white clouded area due to physical and chemical handling. It was observed that the adhesive around the objective lens was peeled and had a white clouded area due to physical and chemical handling. It was also observed that the connecting tube had a dent and, the coating was peeling due to handling. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, connecting tube, universal cord, video cable and on switch 1. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle as well as detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.